Manufacturer narrative:
Occupation - other: office manager. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 4 of 4 mdrs filed for the same event (reference 3005739886-2015-00020 / 00023).

Event description:
A posterior decompression fusion revision was performed on (B)(6) 2019 utilizing the reform pedicle screw system, to address disease progression. While implanting 6.5 x 45mm & 6.5 x 50mm reform pedicle screws the tips of two reform drivers with mechanical lock (hxx-39-0001) and one short reform driver, stk adapter (c2602) broke. The existing holes were not tapped due to surgeon replacing screws at same levels where screws were being removed. The tip of each driver snapped while the surgeon was powering screws into the pedicle on different levels. Subsequently, the tip of the lock-screw torque driver (39-rd-0060) broke during final tightening of a set screw. All four broken tips were successfully removed from the head of the screws. There was no patient injury or delay to the procedure reported as a result of the reported failures.

Manufacturer narrative:
H3 product evaluation - the fracture of the 39-rd-0060 was examined with the aid of a 5x loop. The fracture is comprised of ragged non-planar surfaces. The complaint does not note tightening technique employed or any difficulties that may have been encountered. The cause for the fracture cannot be ascertained. Prior high torsional loads with applied bending moments is a likely cause for crack initiation that subsequently resulted in the observed failure. Review of device history record found 16 pieces of this lot were released for distribution on (B)(6) 2018 with no deviation or anomalies. Two-year complaint history review found this to be the only report as there was only one (1) piece manufactured. No corrective actions are being recommended since this is the first failure of this nature for this lot and a trend for reports of this nature for this part number was not identified. This report is number 4 of 4 mdrs filed for the same event (reference 3005739886-2015-00020-1 / 00023-1).

Event description:
A posterior decompression fusion revision was performed on (B)(6) 2019 utilizing the reform pedicle screw system, to address disease progression. While implanting 6.5 x 45mm & 6.5 x 50mm reform pedicle screws the tips of two reform drivers with mechanical lock (hxx-39-0001) and one short reform driver, stk adapter (c2602) broke. The existing holes were not tapped due to surgeon replacing screws at same levels where screws were being removed. The tip of each driver snapped while the surgeon was powering screws into the pedicle on different levels. Subsequently, the tip of the lock-screw torque driver (39-rd-0060) broke during final tightening of a set screw. All four broken tips were successfully removed from the head of the screws. There was no patient injury or delay to the procedure reported as a result of the reported failures.